Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 1 month ago. The iliac artery was severely tortuous and severely stenotic. It was reported that after the bifurcated stent graft was implanted, upon removal of the delivery catheter, the nose cone got caught in the stent graft and could not be easily removed. The physician had to use force to remove the delivery system from the pt. The physician inserted a balloon and dilated the iliac artery and the delivery catheter was removed without any further issue. The delivery system was discarded by the user facility. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (severely tortuous and severely stenotic vessels). Conclusion: (severely tortuous and severely stenotic vessels).